Event description:
It was reported that the ilet system generated an occlusion alert with a reported blood glucose of 247 mg/dl while the patient was using an inset infusion set, and after initial tubing fill and reconnection the occlusion recurred until a full supply change resolved the alert; the problem aligns with an obstruction of flow involving the connector/coupler component. No clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. Customer care performed investigative communication with the user and analysis of information provided by the user. Investigation of this case revealed findings consistent with a deformation problem contributing to the flow obstruction at the connector/coupler. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.